Manufacturer narrative:
(B)(4). The results of the investigation are incomplete at this time.

Event description:
The customer alleges that during use the high flow nasal cannula tubing kinked. Patient became short of breathe. No patient injury reported.

Manufacturer narrative:
(B)(4). Manufacturing records were reviewed and revealed that all relevant tests performed during the manufacturing process and final product release had met requirements. No nonconformity of this nature had been registered during the production of this lot. The sample was not returned for evaluation; therefore, the complaint could not be confirmed. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
The customer alleges that during use the high flow nasal cannula tubing kinked.patient became short of breathe.no patient injury reported.